Manufacturer narrative:
D4: UDI and expiration date are unknown. H4: device manufacture date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was being implanted with an impella 5.0 for mechanical circulatory support. The patient had a dissected aorta prior to impella insertion, that the physicians were attempting to repair when the decision was made to implant an impella for support. It was reported that during the insertion of the impella, the physician was unable to get the guidewire across the aortic valve. The implant was aborted, and a short time later the patient expired. Although the impella catheters were not inserted, the guidewire was inserted, and therefore there is an identifiable connection between the impella device and the event. However, the patient's presenting condition may be more likely have impacted the event.